Event description:
Literature was reviewed regarding the difference in the changes of cardiac functions after transcatheter aortic valve implantation (tavi) based on aortic stenosis flow gradient pattern. The study population consisted of 4,523 patients who underwent tavi with either a medtronic valve brand (corevalve / evolut r / evolut pro) or a non-medtronic valve brand (sapien xt / sapien 3). Among all patients, the following adverse outcomes occurred: bleeding (life-threatening, major, or minor); need for transfusion; vascular complications (major or minor); stroke (hemorrhagic, ischemic, or disabling); transient ischemic attack; tamponade; valve embolization (dislodgement); conversion to open surgery; coronary obstruction; myocardial infarction; new atrial fibrillation; need for pacemaker implantation; prosthesis-patient mismatch; paravalvular regurgitation (trivial, mild, moderate, or severe); and heart failure hospitalization. Additionally, the authors used kaplan¿meier curves to display the all-cause and cardiovascular mortality data. However, there was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths.

Manufacturer narrative:
Citation: yokoyama h, yamanaka f, shishido k, et al. Difference in cardiac response after transcatheter aortic valve implantation according to flow and gradient pattern. Eur heart j cardiovasc imaging. 2024;26(1):107-117. Doi:10.1093/ehjci/jeae235. Earliest date of publication used for date of event. Earliest approved medtronic tavi product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.